Event description:
A technician reported a pt experienced blurred vision due to an unexpected outcome following an intraocular lens (iol) implant procedure. A secondary procedure was performed two days following the implant procedure to rotate the lens ten degrees. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).